Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received several inappropriate shocks due to noise and possible lead integrity issue. Capture control is not on in this patient but there are instances of loss of capture on recordings. Other lead trends show normal range values. Lead remains implanted. Should additional information be received, this file will be updated.